Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Journal article review: a total of six cases of balloon rupture during treatment of vascular access dysfunction with pta were provided. The procedure was performed to treat access stenosis in five patients and one patient underwent pta as part of the management of thrombosed access. In every case, balloon contour deformity was observed during inflation prior to the balloon rupture. The rupture occurred at lower pressure than was indicated by the rated burst pressure. In one of the cases, the rupture was complicated by venous rupture that presented itself in the form of a grade I hematoma. There was no embolization or retention of balloon fragments in any of the cases. Salman, l., castro, h., vazquez-padron, r. I., monrroy, m., abdelwahed, y., rizvi, a., . . . Asif, a. (2014). Balloon cinch deformity during angioplasty procedures: an indication for impending rupture. Seminars in dialysis, 27(2), e21-e23. Doi: 10.1111/sdi.12075. Image review: based on the image provided, the distal shoulder of the pta balloon was diminished in contrast can be confirmed. Based on the image provided, some contrast staining outside the confines of the pta balloon can be confirmed. Based on the image provided, pta balloon rupture cannot be confirmed. Conclusion: the device was not returned for evaluation; one image was provided and reviewed. Based on the image review, although contrast was seen outside the confines of the pta balloon, the reported asymmetric shape and rupture of the balloon cannot be confirmed. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported in an article in seminars in dialysis titled 'balloon cinch deformity during angioplasty procedures: an indication for impending rupture', during an angioplasty procedure in an arteriovenous fistula, a cinch deformity was observed under fluoroscopy prior to the pta balloon rupturing at 20 atmospheres. The patient experienced a grade I hematoma post balloon rupture. There was no reported intervention.

Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Image review: based on the image provided, the distal shoulder of the pta balloon was diminished in contrast can be confirmed. Based on the image provided, some contrast staining outside the confines of the pta balloon can be confirmed. Based on the image provided, pta balloon rupture cannot be confirmed. Journal article review: a total of six cases of balloon rupture during treatment of vascular access dysfunction with pta were provided. The procedure was performed to treat access stenosis in five patients and one patient underwent pta as part of the management of thrombosed access. In every case, balloon contour deformity was observed during inflation prior to the balloon rupture. The rupture occurred at lower pressure than was indicated by the rated burst pressure. In one of the cases, the rupture was complicated by venous rupture that presented itself in the form of a grade I hematoma. There was no embolization or retention of balloon fragments in any of the cases. Salman, l., castro, h., vazquez-padron, r. I., monrroy, m., abdelwahed, y., rizvi, a., . . . Asif, a. (2014). Balloon cinch deformity during angioplasty procedures: an indication for impending rupture. Seminars in dialysis, 27(2), e21-e23. Doi: 10.1111/(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
It was reported in an article in seminars in dialysis titled 'balloon cinch deformity during angioplasty procedures: an indication for impending rupture', during an angioplasty procedure in an arteriovenous fistula, a cinch deformity was observed under fluoroscopy prior to the pta balloon rupturing at 20 atmospheres. The patient experienced a grade I hematoma post balloon rupture. There was no reported intervention.